Event description:
When the rotary knob was placed on run, the display screen indicated that the rate was the programmed vtbi (volume to be infused). The pump was programmed to deliver normal saline at a rate of 100ml/hr. The programmed vtbi was unspecified. After the vtbi was programmed, the nurse turned the control knob to the run position. The display screen indicated that the rate was then programmed vtbi, and not the intended programmed rate of 100ml/hr. The nurse noted the discrepancy during programmed prior to pt use. The pump was removed from clinical service and therapy was initiated using a replacement pump. There was no reported adverse pt event. Though requested, there was no further info available.